Manufacturer narrative:
Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there were instrument issues with bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.